Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles in the shell, one linear opening on the anterior, and crease fold. Leak test and microscopic analysis were performed which identified one smooth crease opening on the anterior and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was one smooth crease opening on the anterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.